Event description:
It was reported an end of svc alert was seen on the device. Also, asystole episodes due to under sensing were observed. It was unk if the pt had been exposed to emi. A session record will be sent in.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.